Event description:
It was reported that the customer's insulin pump alarmed multiple times during the manual prime/rewind process. Troubleshooting was performed. The blood glucose reading was 400mg/dl. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had scratched display window and cracked battery tube threads.